Event description:
It was reported that during the interrogation of the device, the right ventricular lead exhibited increased impedance and noise which could be reproduced by movement. The patient was asymptomatic. No further information was available.

Event description:
New information on (B)(6) 2017 stated that the lead remained implanted. All the other electrical measurements on the lead were normal.